Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system gave level sense errors. Customer reported there was fluid on the caps. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) identified low vacuum from the waste valve caused by an obstruction within line 118.

Manufacturer narrative:
(B)(4).